Event description:
The customer reported that there was a failure to alarm. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that there was a failure to alarm for desaturation. The limited info is not sufficient to support that there was any malfunction. No pt harm was reported. Phillips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.